Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for a routine follow up. Post paced t-wave oversensing was noted on the ventricular lead. The patient did not receive therapy during the oversensing. The programing changes were made. The patient was in a stable condition.